Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3-4 functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, while inserting steerable guide catheter(sgc), a thrombus was observed at the tip of guide wire. Sgc was removed from the right atrium along with the thrombus. The sgc was replaced with another device to complete the procedure. A mitraclip was successfully implanted at anterior and posterior leaflet 2(a2p2). An attempt was made to deploy second mitraclip lateral to first clip. The second clip interacted with anterior leaflet and led to single leaflet device attachment(slda) of first mitraclip from posterior leaflet. Additional mitraclip was deployed to stabilize the slda clip and to reduce the mr. The mr was reduced to grade 1+ post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported thombosis. Based on available information, a cause for the reported thrombus could not be conclusively determined. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3-4 functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, while inserting steerable guide catheter(sgc), a thrombus was observed at the tip of guide wire. Sgc was removed from the right atrium along with the thrombus. The sgc was replaced with another device to complete the procedure. A mitraclip was successfully implanted at anterior and posterior leaflet 2(a2p2). An attempt was made to deploy second mitraclip lateral to first clip. The second clip interacted with anterior leaflet and led to single leaflet device attachment(slda) of first mitraclip from posterior leaflet. Additional mitraclip was deployed to stabilize the slda clip and to reduce the mr. The mr was reduced to grade 1+ post procedure. There was no clinically significant delay.